Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on a black screen with a blue box password prompt and showed offline from the remote support system. The field service engineer tightened the all-in-one unit and hard drive connection to resolve and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station stuck on a black screen with a blue box password prompt and showed as offline from the remote support system. The customer reported that a malfunction took place when the user tried to use machine for procedure. There were no adverse events or injuries reported based on this incident.